Event description:
It was reported to philips that the lcd was missing the softkeys. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that the lcd - display was missing the softkeys. There is no patient involvement. The field service engineer (fse) found the display needed to be replaced. Upon conclusion of the evaluation, it was determined that the display requires replacement. It was replaced. The device passed testing and was put back into service.